Manufacturer narrative:
Please retract this report 2017865-2025-1004467, this product did not contribute to the event. This was reported as 2017865-2025-1004465.

Event description:
Additional information was received that there is no alleged malfunction on the device.

Event description:
During a remote follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead and device. No intervention has been performed. The patient was stable and will continue to be monitored.